Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen and it makes difficult to read the screen. The screen was like monochromes.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device passed per delivery accuracy test at 0.08720 inches noted. Device received with cracked case reservoir tube window corner. No delivery or occlusion alarm, no charge or battery lasts less than expected and no missing segments or partial display anomaly noted. (B)(4).